Event description:
A medtronic representative received a report from a site that while in an ear, nose and throat (ent) procedure, the navigation system screen went to green and yellow colors. The site alleged an inaccuracy of 5mm off the desired target. There were no further details provided regarding the procedure. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient information was unavailable from the site. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The system monitor was returned: after a 4 day burn-in period the power was cycled and the green tint showed up. The factory default option corrected the problem. An electrical problem caused the poor image quality.